Manufacturer narrative:
H11: the device was inspected onsite. During inspection the mattress was found to need a new air control board and/or pneumatic pumps replacement. The cause was unknown. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. To fix the issue the mattress will need to be repaired. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a progress bed did not stay inflated and the patient developed a pressure sore. On an unspecified date the entire mattress was intermittently deflating, and the turn/rotation features were intermittently functioning. The patient had a stage 4 sacral pressure injury (pi) that developed on an unknown date. The patient had a second adjacent sacral pi, but the stage is unknown. The stage 4 pi has been treated with wound vacuum-assisted closure (vac) and there was discussion of surgery; however, the health care team decided against it. Per wound care, the patient is to be turned side to side for an unspecified amount of time. The patient requires breathing treatments, and the percussion/vibration and rotation therapy bed features are used in the patient's care. No further information was available at the time of this report.